Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient medical records and x-rays were provided. Review of the supplied inputs confirmed loosening of the femoral and tibial components and radiographic evidence suggestive of bone loss. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions about the root cause of the reported event based on the provided information. It was noted the device was implanted for approximately twenty-four years before revision surgery. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The patient was revised to address knee pain, osteolysis, and aseptic loosening of their femur and tibial components. The loosening occurred at the cement to implant and cement to bone interface but the manufacturer of the cement used at the time is unknown.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.